Manufacturer narrative:
The device referenced in this report was not retuned to olympus for evaluation. Olympus did perform trouble shooting and it was identified that the customer was attempting to use an incompatible camera head with the cv-170 which led to the error code e315-unsupported scope. The customer and sales rep were informed of this information. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported a hd autoclavable camera head showed error code e-315 unsupported when connected to a cv170 video processor. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely this event was caused by unexpected stress on the head due to the handling of the user. The failure of the charge-coupled device (ccd) unit made it impossible to identify the serial digital interface (sid), resulting in a e315 and no images. The instructions for use have the following statement which can detect the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.".